Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, leakage at the 5 centimeter level. The catheter was placed on (B)(6) 2024. The leak was observed during maintenance care. The patient required a PICC replacement. Additional information: total length of the catheter was 37cm. Inserted in basilic vein. Catheter locked with sf 0,9% between use. Statlock used, dressed straight along patient's arm. PICC was used for oncology treatment: taxol, albumina. Patient symptoms include pain and swelling. The break was internal, 30 days after insertion. Clorhexidine 2% 70% propanolol 250ml used to clean catheter site during dressing changes.